Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white syndrome ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. It was initially reported by the customer that they were are able to map the right atrium. There were no force errors on the carto 3 system but displaying a at around 7 grams when we have reinserted. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised. Then the doctor decided that we need a long sheath to exchange and that is when they noticed the blood clot on the spring part of the catheter. They tried to wash off the clot using heparinize saline but ultimately exchanged with a new catheter. The procedure was completed successfully and there was no patient consequence. The customer¿s reported force issue and foreign material inside the spring section of the device are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death is remote. On 27-oct-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the surface of the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. Additionally, according to the picture provided by the customer, biological material was observed on the tip and the pebax of the catheter; however no external damages were observed on the device from the picture. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the issue of a hole in the surface of the pebax. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force issues reported by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).